Manufacturer narrative:
It was reported that the ventilator failed the gas supply test during the pre-use check. The ventilator was investigated by our field service engineer (fse). According to investigation, the ventilator did not recognize the air gas module. The issue was solved by replacing the printed circuit board (pcb) pneumatic back-plane. After the replacement, the functional tests performed was approved. The device logs were not received and the replaced pcb have not been returned for investigation, therefore the root cause of the reported event has not been determined.

Event description:
(B)(4)

Event description:
It was reported that the ventilator failed gas supply test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).